Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported "significant pain and pressure sensitivity in breast since 2020... Patient has been having constant and burning pain in the lateral area of breast." Patient representative later reported "patient experienced severe breast pain and tenderness. Capsular fibrosis (baker grade unknown) was also diagnosed. Patient is still suffering from the above pain and her breast is scarred and completely deformed". Patient representative additionally reported the following events which are not device related. "Constant pain in the area of the thoracic spine, the cervical spine and the lumbar spine (with isg-syndrome) ...a lot of symptoms of the bii syndrome appeared like also lack of energy and fatigue. Rigidity of the thoracic spine...depression and anxiety." Patient also suffers from "joint pain and throbbing pain in her hands and feet. She is powerless and exhausted very quickly...chronic back and join pain, difficulty concentrating, fatigue syndrome". Device has been explanted and not replaced. This relates to the left side.